Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, infection, bleeding, emotional distress and product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.